Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. Fse replaced pn: 373683-02 fiber optic cable to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, they booted up the system an hour before the case started and approximately 30 minutes later, site saw a message stating fibers not detected. Site power cycled and system came up normally, tse reviewed system and saw only one surgeon side console (ssc) connected. Clinical sales rep (csr) stated that they have two ssc's connected. Technical support engineer (tse) advised powering down and hard cycling secondary ssc or moving forward as a single console. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the clinical sales rep (csr) turned robot at 6:30 am. Thirty minutes later, the ports were being placed and the error happened. System restarted and everything appeared normal on csr side. The system was only registering as a single console even though it was dual console from the dvstat perspective. The customer proceeded with a single console set up for the procedure and completed robotically. Hard reset was performed after the procedure and blue fiber was replaced. The systems lights were blue and everything appeared fine on the csr side. Dvstat confirmed that it still appeared to register as a single console system. The procedure was a sleeve gastrectomy with dr. (B)(6). The hospital does not provide patient demographic information due to hospital policy.